Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) pig tail adaptor cable would not stay plugged in. The adaptor must be pushed 'really hard' for the green light to stay on. This was noticed during set-up. No patient effects / patient was in the or; however, the device was not used on the patient. No patient involvement. They think it is a poor design and may be the pins in the plug, that it would be better if it was hard-wired.

Manufacturer narrative:
Trackwise ID# (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using hemopro2 adaptor, pig tail adaptor cable would not stay plugged in. The adaptor must be pushed 'really hard' for the green light to stay on. This was noticed during set-up. No patient effects / patient was in the or; however, the device was not used on the patient. No patient involvement. They think it is a poor design and may be the pins in the plug, that it would be better if it was hard-wired. The cord had evidence of damage at the connector end that plugs into the generator. This damage prohibited the cord from making an appropriate connection.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h3 - device evaluation changed from "device not returned" to "device discarded." Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jul 2019 through jun 2021 was reviewed. The trend data information used is for the month of june since no available data was available for the month of may. There were no triggers identified for the review period. Device discarded: (4115/3221/67) despite request and/ or customer indicated that the device was discarded; however, the actual device involved in the adverse event had been already discarded and thus irretrievably lost for testing.